Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), infection ("infection"), headache ("headaches"), vaginal discharge ("vaginal discharge without odor") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopy and hysteroscopic removal of the essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, infection, vaginal discharge and menstrual disorder outcome was unknown. The reporter considered device dislocation, headache, infection, menstrual disorder, pelvic pain and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / essure coils within uterine cavity / coil which have been displaced from the fallopian tube into the uterine body / failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomited, ovarian cyst, dizziness, fatigue, environmental allergy, multigravida, sebaceous cyst, hypothyroidism, vitamin d deficiency, knee arthroplasty, colonoscopy (had colonoscopy/endoscopy in june), endoscopy (had colonoscopy/endoscopy in june), cesarean section, abdominoplasty and liposuction. Concurrent conditions included vaginal lesion, vulval irritation, vaginal irritation, urinary tract discomfort, abdominal pain, urinary frequency, uti, menses irregular, vaginitis bacterial, vaginal itching, vaginal odor, dysmenorrhea, dyspareunia, flank pain, irregular menstruation, nocturia, skin mass, painful urination, urgency urination, ureteral disorder, renal disorder, vaginal dryness, urine incontinence, lower abdominal pain, perineal pain, abdominal pain, arthritis, heart murmur and gerd. Concomitant products included clarithromycin (macrobid), codeine;paracetamol (acetaminophen;codeine), ethinylestradiol;norgestimate (ortho tri-cyclen lo) (B)(6) 2007, ethinylestradiol;norgestimate (ortho tri-cyclen), fentanyl, fluconazole, gabapentin, ibuprofen, metronidazole, metronidazole (metrogel), nsaids from (B)(6) 2007 to (B)(6) 2018, oxycodone, oxycodone hydrochloride, pantoprazole, paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018 and progesterone (progestin) from (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 1 month 15 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal discharge ("vaginal discharge without odor"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (laparoscopy and hysteroscopic removal of the essure device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, menstrual disorder, vaginal infection, headache, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown, the genital haemorrhage, vaginal discharge, abdominal pain, back pain and urinary tract infection had resolved and the pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device expulsion, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, bladder/urinary problems : yes discrepancy noted in insertion date- previously captured date is (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: failure to occlude (close) fallopian tubes. Patent left fallopian tube. Normal caliber right fallopian tube, however definitive intraperitoneal contrast extravasation was not demonstrated. Right occlusion only. Ultrasound pelvis - on an unknown date: right ovarian cyst measuring 2.3 x 2.3 x 2.5 cm, complex appearing endometrium measuring 18 mill; on (B)(6) 2015: normal ultrasound of the pelvis; on (B)(6) 2018: essure has apparently slipped into endo canal. Concerning the injuries reported in case, following ones were confirmed in patient's medical records- device expulsion, vaginal bleeding and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: plaintiff fact sheet received : insertion date updated. Event onset dates updated. Events added- bladder disorder, urinary tract disorder. Outcome of events "vaginal haemorrhage, menorrhagia" updated to "recovering / resolving". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / essure coils within uterine cavity / coil which have been displaced from the fallopian tube into the uterine body / failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomited, ovarian cyst, dizziness, fatigue, environmental allergy, multigravida, sebaceous cyst, hypothyroidism, vitamin d deficiency, knee arthroplasty, colonoscopy (had colonoscopy/endoscopy in june), endoscopy (had colonoscopy/endoscopy in june), cesarean section, abdominoplasty and liposuction. Concurrent conditions included vaginal lesion, vulval irritation, vaginal irritation, urinary tract discomfort, abdominal pain, urinary frequency, uti, menses irregular, vaginitis bacterial, vaginal itching, vaginal odor, dysmenorrhea, dyspareunia, flank pain, irregular menstruation, nocturia, skin mass, painful urination, urgency urination, ureteral disorder, renal disorder, vaginal dryness, urine incontinence, lower abdominal pain, perineal pain, abdominal pain, arthritis, heart murmur and gerd. Concomitant products included clarithromycin (macrobid), codeine;paracetamol (acetaminophen;codeine), ethinylestradiol;norgestimate (ortho tri-cyclen lo) (B)(6) 2007 to (B)(6) 2007, ethinylestradiol;norgestimate (ortho tri-cyclen), fentanyl, fluconazole, gabapentin, ibuprofen, metronidazole, metronidazole (metrogel), nsaids from (B)(6) 2007 to (B)(6) 2018, oxycodone, oxycodone hydrochloride, pantoprazole, paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018 and progesterone (progestin) from (B)(6) 2007 to (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 1 month 15 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal discharge ("vaginal discharge without odor"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (laparoscopy and hysteroscopic removal of the essure device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, menstrual disorder, vaginal infection, headache, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain, vaginal discharge, abdominal pain, back pain, urinary tract infection, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device expulsion, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, migration, bleeding, bladder/urinary problems : yes discrepancy noted in insertion date- previously captured date is (B)(6) 2007 on (B)(6) 2007 patient undergo for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: failure to occlude (close) fallopian tubes. Patent left fallopian tube. Normal caliber right fallopian tube, however definitive intraperitoneal contrast extravasation was not demonstrated. Right occlusion only. Ultrasound pelvis - on an unknown date: right ovarian cyst measuring 2.3 x 2.3 x 2.5 cm, complex appearing endometrium measuring 18 mill; on (B)(6) 2015: normal ultrasound of the pelvis; on (B)(6) 2018: essure has apparently slipped into endo canal. Concerning the injuries reported in case, following ones were confirmed in patient's medical records- device expulsion, vaginal bleeding and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event urinary tract disorder, bladder disorder, pelvic pain were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / essure coils within uterine cavity / coil which have been displaced from the fallopian tube into the uterine body / failure to occlude (close) fallopian tube(s)') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomited, ovarian cyst, dizziness, fatigue, environmental allergy, gravida ii, sebaceous cyst, hypothyroidism, vitamin d deficiency, knee arthroplasty, colonoscopy (had colonoscopy/endoscopy in (B)(6), endoscopy (had colonoscopy/endoscopy in (B)(6), cesarean section, abdominoplasty and liposuction. Concurrent conditions included vaginal lesion, vulval irritation, vaginal irritation, urinary tract discomfort, abdominal pain, urinary frequency, uti, menses irregular, vaginitis bacterial, vaginal itching, vaginal odor, dysmenorrhea, dyspareunia, flank pain, irregular menstruation, nocturia, skin mass, painful urination, urgency urination, ureteral disorder, renal disorder, vaginal dryness, urine incontinence, lower abdominal pain, perineal pain, abdominal pain, arthritis, heart murmur and gerd. Concomitant products included clarithromycin (macrobid), codeine, ethinylestradiol;norgestimate (ortho tri-cyclen lo)(B)(6)2007 to (B)(6)2007, ethinylestradiol;norgestimate (ortho tri-cyclen), fentanyl, fluconazole, gabapentin, ibuprofen, metronidazole, metronidazole (metrogel), nsaids from (B)(6)2007 to (B)(6)2018, oxycodone, oxycodone hydrochloride, pantoprazole, paracetamol (acetaminophen) from (B)(6)2007 to (B)(6)2018 and progesterone (progestin) from (B)(6)2007 to (B)(6)2007. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 1 month 14 days after insertion of essure (ess205). On (B)(6)2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced bladder disorder ("bladder or urinary problem or changes") and urinary tract disorder ("bladder or urinary problem or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal discharge ("vaginal discharge without odor") and headache ("headaches"). The patient was treated with surgery (laparoscopy and hysteroscopic removal of the essure device). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, menstrual disorder, vaginal infection, vaginal discharge, headache, depression, anxiety, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, bladder disorder, depression, device expulsion, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: failure to occlude (close) fallopian tubes. Patent left fallopian tube. Normal caliber right fallopian tube, however definitive intraperitoneal contrast extravasation was not demonstrated.. Ultrasound pelvis - on an unknown date: right ovarian cyst measuring 2.3 x 2.3 x 2.5 cm, complex appearing endometrium measuring 18 mill; on (B)(6)2015: normal ultrasound of the pelvis; on (B)(6)2018: essure has apparently slipped into endo canal. Concerning the injuries reported in case, following ones were confirmed in patient's medical records- device expulsion, vaginal bleeding and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received : reporters were added. New events- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish and bladder or urinary problems or changes were added. Event verbatim was updated as migration of essure device location of device: uterus / essure coils within uterine cavity / coil which have been displaced from the fallopian tube into the uterine body / failure to occlude (close) fallopian tube(s)') and pt was updated from device dislocation to device expulsion and event infection was updated to vaginal infection. Concomitant drugs and conditions were added. Lab tests were added. Event outcome of pelvic pain updated from unknown to recovering\resolving. Historical conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), infection ("infection"), headache ("headaches"), vaginal discharge ("vaginal discharge without odor") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopy and hysteroscopic removal of the essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, infection, vaginal discharge and menstrual disorder outcome was unknown. The reporter considered device dislocation, headache, infection, menstrual disorder, pelvic pain and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / essure coils within uterine cavity / coil which have been displaced from the fallopian tube into the uterine body / failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomited, ovarian cyst, dizziness, fatigue, environmental allergy, multigravida, sebaceous cyst, hypothyroidism, vitamin d deficiency, knee arthroplasty, colonoscopy (had colonoscopy/endoscopy in june), endoscopy (had colonoscopy/endoscopy in june), cesarean section, abdominoplasty and liposuction. Concurrent conditions included vaginal lesion, vulval irritation, vaginal irritation, urinary tract discomfort, abdominal pain, urinary frequency, uti, menses irregular, vaginitis bacterial, vaginal itching, vaginal odor, dysmenorrhea, dyspareunia, flank pain, irregular menstruation, nocturia, skin mass, painful urination, urgency urination, ureteral disorder, renal disorder, vaginal dryness, urine incontinence, lower abdominal pain, perineal pain, abdominal pain, arthritis, heart murmur and gerd. Concomitant products included clarithromycin (macrobid), codeine;paracetamol (acetaminophen;codeine), ethinylestradiol;norgestimate (ortho tri-cyclen lo) (B)(6) 2007 to october 2007, ethinylestradiol;norgestimate (ortho tri-cyclen), fentanyl, fluconazole, gabapentin, ibuprofen, metronidazole, metronidazole (metrogel), nsaids from september 2007 to august 2018, oxycodone, oxycodone hydrochloride, pantoprazole, paracetamol (acetaminophen) from september 2007 to august 2018 and progesterone (progestin) from march 2007 to october 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 1 month 16 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal discharge ("vaginal discharge without odor"), headache ("headaches"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopy and hysteroscopic removal of the essure device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, menstrual disorder, vaginal infection, headache, depression and anxiety outcome was unknown, the genital haemorrhage, vaginal discharge, abdominal pain, back pain and urinary tract infection had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, bladder/urinary problems : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: failure to occlude (close) fallopian tubes. Patent left fallopian tube. Normal caliber right fallopian tube, however definitive intraperitoneal contrast extravasation was not demonstrated. Right occlusion only. Ultrasound pelvis - on an unknown date: right ovarian cyst measuring 2.3 x 2.3 x 2.5 cm, complex appearing endometrium measuring 18 mill; on (B)(6) 2015: normal ultrasound of the pelvis; on (B)(6) 2018: essure has apparently slipped into endo canal. Concerning the injuries reported in case, following ones were confirmed in patient's medical records- device expulsion, vaginal bleeding and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event : abdominal pain, back pain, general abnormal bleeding added. Outcome of the event vaginal discharge updated. Event bladder or urinary problem or changes were updated to uti. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.